Event description:
The biomedical engineer (bme) reported that the display and alarm indicator on the central nurse's station (cns) had completely cut out. Power-cycling the cns and then the display did not resolve the issue. The customer confirmed that the connections were fully and completely connected at both ends. No patient harm was reported.

Manufacturer narrative:
That the display and alarm indicator on the central nurse's station (cns) had completely cut out. Power-cycling the cns and then the display did not resolve the issue. The customer confirmed that the connections were fully and completely connected at both ends. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following field contains no information (ni), as attempts to obtain the information were made, but not provided:

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the display and alarm indicator on the central nurse's station (cns) had completely cut out. Power-cycling the cns and then the display did not resolve the issue. The customer confirmed that the connections were fully and completely connected at both ends. No patient harm was reported. Investigation summary: the customer confirmed that the connections were fully and completely connected at both ends. Nk will continue to monitor and trend. The reported device has reached its end-of-life. No further investigation is required. Corrected information: a1, corrected the patient identifier number. Additional information: b4 date of this report, g3 date received by manufacturer, g6 type of report, h2 if follow-up, what type? H6 event problem and evaluation codes, h11 additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported that the display and alarm indicator on the central nurse's station (cns) had completely cut out. Power-cycling the cns and then the display did not resolve the issue. The customer confirmed that the connections were fully and completely connected at both ends. No patient harm was reported.